Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient cannot hear the charger beep and the physician will move the ipg from the back to the front of the patient.

Event description:
A report was received that the patient will undergo a pocket revision procedure. The patient cannot hear the charger beep and the physician will move the ipg from the back to the front of the patient.

Manufacturer narrative:
Additional information was received that patient's revision has been cancelled due to patient's non device related medical issues.